Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the hospital for one day for high blood glucose (bg) levels and diabetic ketoacidosis (dka). Patient¿s blood glucose reached 519 mg/dl while wearing the pod for longer than 48 hours on the infusion site (hip/buttocks). The doctor told the patient there was a malfunction with the pod. Patient was treated with fluids, removal of the pod and applied a new one and intravenous insulin was injected. Patient was given motrin for stomach pains. The patient vomited large ketones. The basal program was adjusted and doctor changed segments.